Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's aunt reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 577 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer treated the high blood glucose with a manual injection. The customer was unable to troubleshoot at the time of the call because the customer had removed the device already. The customer was advised to call back when the alarm recurred in order to troubleshoot. The customer did not return the product for analysis.